Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the patient suffered some redness of the cheeks and skin breakdown due to the cheek pads on the product. The customer stated the product was in use on the patient for up to, but not exceeding 6 days. The patient was older with sensitive/frail skin. The condition of the patient was reported as fine.

Event description:
The complaint is reported as: the patient suffered some redness of the cheeks and skin breakdown due to the cheek pads on the product. The customer stated the product was in use on the patient for up to, but not exceeding 6 days. The patient was older with sensitive/frail skin. The condition of the patient was reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. It is possible that the patient was allergic to the adhesive that is used on the cheek pad. Precautions for skin irritation are defined in the product instructions for use. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.